Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance while filling multiple cartridges. Reportedly, the customer threw the cartridges away. There was no reported impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully.